Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous superficial femoral artery with an unknown degree of calcification. A non-bsc introducer sheath and a non-bsc guide wire were placed before a 2x40mm sterling balloon catheter was advanced to the target lesion. On the first inflation at 1atm the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).